Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter was blocked after 2 weeks of use. The urine would only pass a few drops at a time. The patient has been receiving bladder irrigation 3 times per week with uro-tainer saline (nacl).

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed catheter was blocked. Observed there was salt accumulation at the drainage eye causing blockage, which made it difficult for water to flow through that would have contributed to the reported problem. However the exact cause on how and when problem occurred could not be determined. Potential root cause for this failure mode could be user related (example: salt accumulation)/block drainage lumen/no drainage eye). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water"

Event description:
It was reported that the catheter was blocked after 2 weeks of use. The urine would only pass a few drops at a time. The patient has been receiving bladder irrigation 3 times per week with uro-tainer saline (nacl).